Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11529, 11531. It was reported, the pt had not been receiving the stimulation coverage she desired. It was reported, the pt had never received effective coverage. The physician explanted the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.